Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No failed battery test or battery out limit alarms were noted. All operating currents were within specification. The pump passed the self test and displacement test. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported the customer had several failed battery test alarms on their insulin pump. Customer's blood glucose was 4.7 mmol/l at the time of the call. Troubleshooting found the insulin pump continued to alarm failed battery test with a new battery. Customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.